Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header showed medical adhesive still attached to the header and was adequate. The device passed all manual electric measurements and paced and sensed normally during testing.

Event description:
Boston scientific received information that during a routine device change out procedure, upon removal of this device from the pocket, the physician noted that the device header had pulled away from the device body. The device was ultimately explanted and replaced. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.